Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement procedure.